Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow-up, high threshold was observed. Lead dislodgement was noted on x-ray. Lead was explanted and replaced. Patient&#38112;condition was stable before, during and after the procedure.